Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that this morning the site was unable to take a lateral image but they were able to take an ap image and a 3d spin, which transferred normally. There was no patient involvement. Additional information was received. This issue occurred intraoperatively during a sacroiliac and thoracolumbar procedure. There was no surgical delay and no impact on the patient outcome. Additional information was received. The system was restarted and the issue cleared.